Manufacturer narrative:
The insulin pump was monitored for several days with no blank display anomaly noted. The insulin pump received with normal operating currents and no damage was found on the lcd isolation tape noted. However, the insulin pump had cracked battery tube threads, reservoir tube lip, broken belt clip slot and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was 289 mg/dl. The customer stated that she woke up to blank display. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.